Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's image issue was not reproduced. The device evaluation found the appearance of the product was not damaged, no abnormalities found internally, the endoscope image was normal. It's confirmed that the dvi signal, sdl signal, and yc signal were all output normally. The reported issue wasn't found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center video output had no signal. The issue was found during preparation before use for a diagnostic gastroscopy. There were no reports of patient harm. The procedure was completed with another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.